Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; grip has a scratch; switch 1 is damaged; due to damage on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to a scratch on acoustic lens, insulation resistance value does not meet the standard value; due to damage on ultrasonic cable, the number of missing element exceeds the standard value; due to a scratch on acoustic lens, displayed ultrasound image is defective; acoustic lens has a scratch; adhesive around objective lens has wear; objective lens has a scratch; and bending section cover or distal sheath rubber has a crack. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope failed a leak test. The issue occurred during reprocessing after a procedure. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the acoustic lens was chipped and a stain entered inside the lens thorough a gap in the adhesive on the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible physical stress from handling by the customer contributed to the device damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope. Connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.